Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm code indicating a sensor mismatch error occurred. There was no harm or injury reported. The device was returned to a third-party service center, although the evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.